Event description:
Anesthesia breathing circuit (part number wca40m108a) was being used during a surgical procedure. The patient was under anesthesia. The anesthesiologist was holding the expandable tubing to assist clinician in repositioning patient. The anesthesia machine alarmed indicating a leak in the expandable tubing. Inspection of the circuit showed a split in the expandable tubing. The patient was bagged while the circuit was replaced. No patient sequelae to the incident.